Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that no audio output and an adverse event occurred. The patient father stated the family was getting ready for dinner and the patient began to have a seizure from having low blood sugars. The patient¿s parents checked the dexcom and it was displaying urgent low; however, it had not given an audio alert. The patient was brought to the hospital where they were provided with ¿insulin¿ per the patient¿s father. At the time of contact, the patient was still in the hospital with a blood sugar reading of 149 mg/dl and stable. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.